Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vicmo13.7 implantable collamer lens, -09.00 diopter, within the same surgery due to the lens was torn during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with a shorter lens during the same surgery and the problem was resolved. Cause of the event was unknown.